Manufacturer narrative:
This emdr was not sent within 30 days because of unexpected delays incurred when applying for our FDA esg as2 production system account. This emdr has been sent shortly after our production system approval.

Manufacturer narrative:
Please refer to the attached analysis report. (B)(4).

Event description:
The subject pacemaker was implanted in 2011. The patient developed inflammation on the pacemaker pocket. Medical diagnosis excludes any infection and suspects an allergic reaction. The physician would like to perform allergy testings and asked for material samples of the pacemaker parts in contact with the patient body.

Event description:
The subject pacemaker was implanted in 2011. The patient developed inflammation on the pacemaker pocket. Medical diagnosis excludes any infection and suspects an allergic reaction. The physician would like to perform allergy testings and asked for material samples of the pacemaker parts in contact with the patient body.